Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted. During procedure, while attempting to explant the lead, the physician was unable to remove it in its entirety. As such, the lead was cut, and a portion remains implanted. Surgical intervention may take place at a later date to remove the remainder of the lead.

Manufacturer narrative:
Date of event is estimated.